Event description:
The following information was reported to gore: on (B)(6) 2023, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis. During the treatment, after all stent grafts were implanted, an angiography revealed a proximal type I endoleak. To treat it, additionally gore® excluder® aaa endoprosthesis, aorta extender was used. During deployment of the aorta extender, it moved proximally and unintentionally covered approximately 90 % of a left renal artery. Flow into the left renal artery was observed. However, to treat the coverage, additional bare stent was implanted. The proximal type I endoleak remained very slightly. The physician decided to monitor it because it might disappear. The patient tolerated the procedure. The physician stated that the aorta extender may not have been necessary because the amount of the proximal type I endoleak was not high.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.